Event description:
It was reported that the device was used during a total abdominal hysterectomy. The surgeon attempted to transect and coagulate the tissue. The jaws were placed between two clamps. The handle was broken when the jaws were inadvertently placed over one of the clamps. The device coagulated but did not cut, so the surgeon used suture to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information the device was received in good condition. The handle was not broken, as reported. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). Additionally, the device was disassembled to inspect the internal components and no issues were found. As the device activated and cut the test media, no conclusion could be reached as to the issue of the device not sealing.